Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Information was received indicating the patient was deceased and died approximately two and one half months post replacement. Date of death was approximately six years ago. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made.

Event description:
It was reported that the patient was deceased and died approximately two and one half months after implantable cardiac defibrillator replacement.